Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised. A 28 +5 c-taper metal head and adm/ mdm liner construct were implanted. Update: "the reason for a revision was dislocation of the femoral head from the acetabulum. An mdm construct was implanted, which addressed the lack of stability."